Event description:
The customer reported that a button on her insulin pump was not responding. Her blood glucose level was 132 mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to a flattened dome switch for the escape and act buttons. No cosmetic damage was noted.(B)(4).